Event description:
It was reported that the customer stated: "they checked cuff pressure prior to use and intubated the patient." "In the next day and in the following morning, checked cuff pressure, and it was ok." "At three o'clock in the following day, tried to check again, then the valve disengaged together with stopcock." "The patient was re intubated; no harm."

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.